Manufacturer narrative:
E1/establishment name: (B)(6) added here due to character limitation in respective field. This report is related to the following linked patient identifier: (B)(6) . The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the distal cover detached from the duodenovideoscope during insertion for an unspecified procedure. The distal cover was recovered with another gastroscope. There was no reported patient impact. Details regarding the procedure and device retrieval were requested, but not provided at the time of this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely the suggested event occurred due to one of the following mechanisms: the distal cover was insufficiently attached; the user applied load of friction to the distal cover by twisting, pushing, and pulling it in body cavity or stress such as interference with mouthpiece during the procedure. However, a specific root cause of the suggested event could not be identified. The event can be detected/prevented by following the instructions for use which state: operation manual chapter 4 section 4.1 states detection methods; operation manual chapter 3 section 3.5 states preventive measures. Olympus will continue to monitor field performance for this device.